Event description:
It was reported that the device was not regulating temperature correctly. The whole system needed to be checked ensure it was functioning and no leaks. There was no patient involvement and no adverse effects reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection found cracked case assembly, damaged ac cable, and degraded main board and heater assembly. The customer's indicated failure was confirmed. The root cause was the cracked/leaking case assembly at the drain tube. The case assembly was replaced to resolve the reported error. The ac cable, main board kit with switch, and heater assembly were also replaced. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.